Event description:
It was reported the bronchovideoscope exhibited an e237 scope error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was evaluated and the reported issue was not confirmed. Based on investigation, the specific root cause of the reported problem could not be determined at this time as no issue was found, reported issue was not able to be duplicated. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.